Manufacturer narrative:
B3 date of event: exact date unknown. D6b explant date: exact date unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegation of mechanical issue cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of perforation is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported that a patient with a tactra penile prosthesis experienced crural perforation. Additionally, the patient was experiencing functional difficulties with the device, including inadequate rigidity and bending. These deficiencies were confirmed during a medical consultation. A surgical procedure was performed to remove and replace the tactra. No further patient complications were reported.